Manufacturer narrative:
One d97130f5 catheter with a 1.3cc syringe was returned for examination. The reported event of tip missing was confirmed. The catheter tip was broken at the proximal electrode lead wire port. The edge at the site of the damage was uneven and rough. The leadwires were exposed. The mating broken tip with distal electrode, proximal electrode, balloon, sheath and the missing piece were not returned. No other visible inconsistencies were noticed. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that while removing this swan ganz bipolar pacing catheter though the sheath still inserted, at the end of procedure, it was noticed that the pacing tip was missing. After removal of the catheter, the pacing tip was found in the sheath. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.